Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that a merlin alert was received stating that device reset has occurred. It was suspected that the implantable cardioverter defibrillator was possibly in backup mode. Patient sent a transmission and device parameters were compared to those of last in office check. Upon review of the transmission, it appeared that all parameters were correct and device was not in a backup mode. Patient was stable and asymptomatic.